Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece overheated during use. There was no known patient impact reported.

Manufacturer narrative:
Analysis found the device in good cosmetic condition. The complaint of the customer could not be confirmed. The temperatures of the gear, motor, and bearing after 1 minute are 80f, 80f, and 80f, respectively. The temperatures of the gear, motor, and bearing after 5 minutes are 89f, 90f, 88f, respectively. The tags of the handpiece were missing. The temperature test was also performed with the customer's ipc console and no deviations were found. The tags were replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.